Event description:
Healthcare professional reported through regulatory agency "rupture". This record is for the left side. The device status is unknown.

Manufacturer narrative:
E1. Zip Code continued: (b)(6).E1. Phone Number continued: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture.